Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the patient that post a drug eluting stenting treatment procedure, hypersensitivity occurred. An unknown taxus drug eluting stent was implanted and when the patient took "antiplatelet agent(s)" a rash occurred. Additional information has been requested, and is not available.